Event description:
Customer reported a new bag of argatroban was hung and programmed to infuse at intended rate of 9.8 ml/h and expected to last 24 hours. Eight hours later the infusion rate was checked and noted to be 49 ml/h. Blood tests were performed. The infusion was resumed at an unspecified time that day and continued through the following day. There was no adverse patient sequelae. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). Patient information requested. Event logs and data set have been received for evaluation. A follow up report will be submitted with the investigation findings.